Manufacturer narrative:
Kougioumtzoglou, et al. ¿thoracoscopic left atrial appendage clipping as novel treatment option for peri-device leakage¿ european society of cardiology. 2018 20(6) p. 955. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via journal article. The patient underwent a watchman laa occlusion procedure, where a 24mm watchman ® laa closure device was implanted. A computed tomograph (CT) scan revealed significant 4-5mm peri-device leak. Due to the absolute contra-indication for oral anticoagulation therapy, the patient was referred for thoracoscopic laa-clipping. Additionally, a totally thoracoscopic maze (tt) was performed. Perioperative transesophageal echocardiography (tee) showed complete closure of the laa, which was confirmed on CT-scan performed 2 months after surgery.